Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed no anomaly. Analysis of the lead ((B)(4)) revealed no significant anomaly, and the lead had damage consistent with explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wb5q, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins battery was depleted before the battery replacement procedure and the lead was tested in the operating room during the procedure. The lead had a motor response only on electrode 3 at 8 ma, no other motor responses were noted on the other electrodes. It was reported that no contributing factors were noted. The healthcare provider replaced the lead along with the battery to resolve the issue. It was confirmed that the issue was resolved. No further complications were reported.